Event description:
Procedure type: colectomy. According to the reporter: the stapler neither cut nor stapled. The surgeon believes the stapler was empty because there were no staples either in the field or in the stapler. The reporter claims that this was a dangerous situation for the pt. No tissue loss or injury occurred. No blood loss greater than 250cc was reported. The procedure was delayed 1 hour. The colon was closed with a contour and the procedure was repeated with another stapler that worked well. The pt is in good condition.

Manufacturer narrative:
(B)(4).